Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, priming, no delivery and motor tests. There was no squealing sound during the rewind process. The drive/motor was inspected and there was no anomaly on the device.

Event description:
Customer reported via phone call drive/motor anomaly and low blood glucose levels. Customer's blood glucose level went as low as 30 mg/dl. Troubleshooting for the drive/motor anomaly was performed. Customer advised they heard a squealing sound during the rewind process. Customer advised their blood glucose goes up drastically which forced them to suspend the basal delivery when they worked in the backyard. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.